Event description:
It was reported that a spectrum infusion pump had a constant upstream occlusion alarm. It was also reported that there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the "persistent upstream occlusion errors." Evaluation found low fluid numbers on the upstream sensor which is a known contributor to the reported symptom. The upstream sensor was calibrated to correct this condition and ensure accurate occlusion detection.